Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted. Unit had normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer received a button error alarm, failed battery test, as well as a battery out limit alarm. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.